Manufacturer narrative:
H3 ¿ the device is not being returned for evaluation. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a safe-t-heavy duty fixed core wire guide was "frail" and unraveled during use in an unspecified procedure. No adverse effects for this occurrence have been reported.